Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient exposed components to MRI, CT scan, or diathermy treatment, which is off-label usage of the device. The sensor was inserted into the arm on (B)(6) 2026. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information has been provided. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information b6 relevant tests/laboratory data - additional information. H2 type of follow up: additional information.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.